Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (300-400's mg/dl). A correction bolus and insulin injections were used to address the high bg levels. The customer did not know the cause of the high bg. A pump system check was performed and no device issues were identified. The customer was to change out the infusion set site the next day. Tandem technical support advised the customer to discuss the event with a healthcare provider.